Event description:
In 2009, the patient reported experiencing frequent occlusion errors on his infusion device (competitor product). He stated that the occlusions occur when the infusion tubing is connected to the infusion site. He stated that the tubing did not appear to be connecting to the infusion site properly. He removed the infusion tubing and the cannula did not appear to be bent. He stated that he changed the infusion site 3 times in the past 24 hours due to the occlusions and his blood glucose elevated to 377 mg/dl. He injected insulin and changed the infusion site to lower his blood glucose. His typical blood glucose range is 80-90 mg/gl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient did not save the alleged product. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.